Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 (scope communication) error was that water invaded the scope connector during user handling of the device. It caused an abnormality in electrical components and an error message was temporarily displayed at the user facility. The event can be detected/prevented by following the instructions for use which state: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer¿s allegation was not confirmed. No image issues were detected. The scope was waterproof but slightly old moisture was found inside the scope connector. The issue reported by the customer could have been caused by insufficient drying of the connector before it¿s use. The plug unit was recommended to be replaced for preventive repair. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, a b30 scope communication error occurred when using the evis exera iii bronchovideoscope. There were no reports of patient harm associated with this event.